Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had a wear leak. Tubing had or damage.

Event description:
Info received on 2/25/97 indicates the fluid loss was from the cylinders.